Event description:
Patient with left ventricular assist device (lvad) therapy for 21 months presents with 5th hospitalization for gi bleeding post lvad. Patient was on coumadin therapy at the time of this event, however international normalized ratio (inr) was 1.2 on admission. She has been off of aspirin therapy since 1st gi bleed event. Enteroscopy revealed non-bleeding ulcers in the esophagus. Capsule study negative. Patient was discharged with coumadin.